Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed: on startup, the tablet remained blocked on a white screen, and then the screen turned black with an indefinitely rotating cursor. - analysis of the extracted expertise files revealed that the observed issue resulted from the corruption of a smartview file, which occurred on (B)(6) 2022. - however, the root-cause of this corruption could not be determined with certainty. - the subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its correct functioning) and was sent back to the field.

Event description:
Reportedly, the programmer cannot start and remains blocked on a white screen instead of allowing interrogation.